Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a5, a6, b5, d6b, h6.

Event description:
Healthcare professional reported right side small amount of pericapsular fluid and device appears to have deep radial folds diagnosed via MRI and ultrasound. The device has been explanted.

Manufacturer narrative:
Continued e1 (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "small amount of pericapsular fluid".

Event description:
Healthcare professional reported right side small amount of pericapsular fluid and device appears to have deep radial folds diagnosed via MRI and ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ crease / folding of implant: not observed. ¿ seroma-late: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side small amount of pericapsular fluid and device appears to have deep radial folds diagnosed via MRI. The device has been explanted.